Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation when the patient was leaning forward or lying on their left side. The outputs on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.